Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care was unable to reach the family but an emt was dispatched. Patient's caregiver called back and reported that the patient expired. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
The returned monitor passed both isl (safety) and eit (performance) testing. Care station record indicated that the patient was wearing the wcd system on (B)(6) 2024 and was shocked but failed to return to normal rhythm. The evaluation of returned device indicated that the wcd performed as intended and did not malfunction. Patient death was not related to wcd performance. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".